Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the stylet punctured through the left ventricular lead. The lead was not used. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with procedural damage.